Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that low ventricular lead bipolar and integrated bipolar impedance warning was triggered at 190 ohms. Due to the limited information received, further follow-up to obtain related details was not possible.